Event description:
It was reported that the 6800 system would not save images. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an on site investigation. The hard drive was replaced and the software was re-installed during the service call. The system was tested and found to be working as intended and put back into service.